Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the patient disconnected from the homechoice device during pd therapy and did not cap the patient line after disconnecting. Subsequently, the patient was diagnosed with peritonitis. It was not reported whether the patient was hospitalized for the event. Treatment was not reported. The outcome of the peritonitis was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.